Event description:
(B)(4). About three years ago my periods went from almost nothing to incredibly heavy and painful. I started having joint pain all over my body at about that same time. Then about 10 months ago I started having a vaginal discharge that, to date, no one has been able to identify. Also my sex drive has taken an enormous turn for the worse.